Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that they had an allergic reaction to medication (vancomycin) after placement of PICC for antibiotic treatment following knee replacement. Daptomycin was then used which reportedly caused kidney failure. The PICC line remained in place for 4 weeks total (originally slated for 6 weeks) but was removed early as patient was told she may also be allergic to polyurethane.